Event description:
It was reported that during lab/demo, handpiece error appeared saying that the drill has failed. The black attachment on the moving mechanism sheared off, and appears to have caused the fault. Two more handpieces were tried, and seemed to have power failures as well. The healthcare professionals tried to use them on the stations, and these didn't work either, and when tested afterwards both failed the handpiece tests. Also, handpiece tracker frame was dropped from the table, and was bent. No patient involved.

Manufacturer narrative:
Results of investigation: the device was intended to be used during treatment and was returned for evaluation. The lot number for the device was not provided. However, all lots of pn 120010 distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed and there were no non-conformance found. There are no other issues that would potentially lead to a future performance issue. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found similar events of the issue and will continue to be monitored. A relationship between the device and the reported event could be established. A functional evaluation was performed on the handpiece tracker array and found that it would rock indicating it was bent in the center. Additionally, the handpiece tracker array would not allow the handpiece to calibrate. The reported problem was confirmed. Therefore, the root cause of the reported event was due to mechanical component failure . No containment or corrective actions are recommended at this time.